Manufacturer narrative:
Failure analysis confirmed that the insulin pump passed rewind, basic occlusion test, occlusion test, prime/compromised force sensor test, excessive no delivery test and displacement test. The insulin pump was monitored 6 hrs. No unexpected bolus delivery anomalies noted. The pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump was received with cracked case at display window corners, scratched lcd window, and battery tube threads.

Event description:
The customer reported via phone call a bolus anomaly. Blood glucose at the time of incident was 186mg/dl. The customer states they were attempting to deliver a bolus and insulin rate began to scroll. Troubleshooting advised the customer to deliver two units, was not able to because the ramping began once more. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device will be returned for analysis.